Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the powered laser surgical instrument was connected to a new outlet and turned on, it began to smoke and caught on fire. Troubleshooting efforts were made and the customer was instructed to connect the power cable to another outlet. After the customer connected the tfl-pls premium super pulsed laser system to a new outlet, the unit caught on fire. The fire was extinguished and it was advised to send the tfl-pls premium super pulsed laser system into the national service center for evaluation and repair. Based on the results of the investigation, it is presumed that power supply was defective. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred at the end of the day after all procedures.

Event description:
It was reported, that when the laser system was connected to a new outlet and turned on, it began to smoke, and caught on fire. The issue occurred during other events. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related complaints olympus reference (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found there was power supply issues and heard a loud pop after unit was turned on and smelled something burning from the inside. Based on the results of the investigation, it is likely that the event occurred due to a defective power supply. Olympus will continue to monitor field performance for this device.